Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely that the reported allegation of foot switch contact failure is confirmed, as the foot switch was found to be damaged. The most probable cause is a component failure of the foot switch. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported a foot switch contact failure during a diagnostic colon examination involving an olympus flushing pump. There were no reports of patient injured.